Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. E, ubd: unknown, UDI#: unknown product ID: bi71000439, serial/lot #: -, ubd: unknown, UDI#: unknown g02024: power cord g02034: hand switch h3, h6: the system was serviced in the field. The hand switch was replaced. Codes b01, c07, and d02 are applicable. H3, h6: the returned hand switch was analyzed. It was installed hand switch into a test system. The system booted and readied. When actuated, the 2d and 3d buttons would intermittently acquire images. The store button was functioning as expected when pressed. The hand switch was faulty. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used. It was reported that the system would not make an exposure. It took multiple attempts before shooting. No other information available at time of email. Patient presence unknown.